Event description:
It was reported the epiq cvx ultrasound system control panel would not lock. Since it was unknown if this involved an unlocked control panel swivel found while the system was being transported, this event will be conservatively reported. The suspected failure would have occurred outside of clinical use and there was no patient or user was harmed as a result of the issue. Multiple customer attempts to investigate were unsuccessful. The customer had no work performed by philips for this issue. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.